Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl and low blood glucose value of 40 mg/dl. Customer also reported no led light flashing on charger and the transmitter did not communicate to the insulin pump. Customer declined the troubleshooting for high and low blood glucose value. The customer was treated for high blood glucose with insulin pump and low blood glucose with granola bars. The device will not be returned for analysis.